Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that elective replacement indicator (eri) was reported on a rechargeable ins. Patient services reviewed steps to bypass information screen, and the typical time between eri-end of service (eos). The patient stated that he started noticing eri message the last few months. The patient asked who he should call when the ins hits eos, patient services reviewed that the patient should call their healthcare provider (hcp). There was no allegation/dissatisfaction with ins longevity and no symptoms reported with the eri message. The patient also reported that there was an 375 insr code the day of the call, which indicates an antenna failure. The patient stated that he also noticed that the recharger antenna cord looks a little worn. Patient services emailed repair to send the patient a new insr antenna. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4) was not added to initial report on accident. If information is provided in the future, a supplemental report will be issued.